Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not rewound. The customer¿s blood glucose was 121 mg/dl. Troubleshooting was done for reservoir and tubing process. Customer reported that they were changed reservoir out, and noticed the piston did not retract, it was made noise. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to corroded motor home switch.